Event description:
It was reported that during an infusion of (fentanyl) the rate and dose disappeared when the nurse was adding the volume to be infused (vtbi). There was no patient impact reported.

Manufacturer narrative:
After further review it was determined that this complaint is not reportable, as there was no delay, under or over infusion reported by the customer, and no patient impact.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that during an infusion of (fentanyl) the rate and dose disappeared when the nurse was adding the volume to be infused (vtbi). There was no patient harm reported.